Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old japanese male patient had impella cp pump inserted in the right femoral for pre-op coronary artery bypass surgery. It was reported the patient experienced bleeding at the impella access site. The patient received two units of red blood cells.